Event description:
The customer's father called to report tha this daughter's blood glucose read "high" (>500 mg/dl). She was playing basketball at the time. He didn't have the history available or recall the date this occurred. The cannula was kinked when the pod was removed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No qualification records could be reviewed as no product lot number was reported. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and ""low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed," and also check "before, during, and after exercise."